Manufacturer narrative:
A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. The device was not returned therefore a sample evaluation was not completed. This event included a patient involvement or injury. A clinical assessment was required, but no medical information was received after applying and exhausting due diligence to obtain patient health records. At the completion of the clinical assessment based on the information available, clinical was unable to confirm the following; el3b of the main body or secondary ev procedure-reline with non-endologix cuff. This assessment was based upon the reported event, cumulative knowledge informed by past assessments of similar complaints, and/or other non-medical, relative information such as, but not limited to: still photographs; videos; sizing/case planning sheet/summary. The likely cause of the compromised stent graft integrity was related to the strata graft material, although, additional device, anatomy and procedure related causes could not be determined due to a lack of relevant medical information. An unlikely contributing factor was the proposed user related error of guidewire manipulation of the graft during the treatment of a prior type 2 endoleak. Unable to determine off label or cautionary product use conditions. Associated clinical harms for this device failure included: type iiib endoleak and additional ev procedure. And, the final patient disposition was reported to be well. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; upgraded graft material (i.e. Duraply) ,and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(4) 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to <0.2%. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. These types of events will be monitored and trended as part of the quality system.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
The patient was initially implanted with a bifurcated stent and an infrarenal aortic extension. In 2016 a computed tomography (CT) showed the patient had a type 2 endoleak. The physician elected to coil the type 2 endoleak and during the intervention a type 1a endoleak was also identified. The physician elected to complete a separate procedure to repair the type 1a endoleak and implanted a non-endologix medtronic device to seal the endoleak. On (B)(6) 2017 the patient CT showed a type 1a endoleak. On (B)(6) 2017 the patient had an angiogram completed and a type 3b endoleak was confirmed. The physician believed the afx device was damaged during the repair of the type 2 endoleak from a guide wire. The physician elected to implant an additional non-endologix medtronic device to repair the type 3b endoleak. The procedure was completed and the patient is reported as doing well. There have been no additional adverse events reported for this patient.